Manufacturer narrative:
It was reported to csi that the device is being retained by the facility. If the device is received by csi, an analysis will be performed and a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the tip of the guide wire became detached and remained in the patient. The target lesion was located in the left anterior descending artery. Following one pass with the oad, the device was noted to jump, resulting in the tip of the guide wire becoming detached. A perforation was also noted. A pericardial drain was placed and balloon angioplasty was performed to stabilize the patient. The patient was transferred to another facility to undergo a surgical procedure. Additional information regarding the current status of the patient has been requested but not received.

Manufacturer narrative:
The reported guide wire was returned for analysis with the oad utilized during the procedure. The guide wire was found to be engaged within the oad, and the spring tip was observed to be missing. The fracture location was confirmed to be within the spring tip section. Scanning electron microscopy was performed and found the fracture to have been caused by torsional stresses. The tip bushing of the oad exhibited radiopaque particles rotationally around the inner diameter. This finding is consistent with the oad driveshaft coming into contact with the guide wire spring tip while spinning. The instructions for use for the reported device state "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The reported crown jumping and perforation were unable to be confirmed through analysis. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).